Event description:
The customer indicated that a pt typed group a rh neg in the mts a/b/d monoclonal and reverse grouping card. The customer received a transfusion of 2 units of o negative blood. Post transfusion samples were tested. The customer reported that they observed no reactivity in the anti-a microtube, which resulted in a discrepancy between the forward and reverse groups. The customer indicated a discrepancy between forward and reverse groups while typing post transfusion samples.

Manufacturer narrative:
Returned samples and gel cards were evaluated by mts. The customer complaint was not confirmed. The returned pre-transfusion samples displayed positive reactivity in the anti-a microtube. The returned post-transfusion samples displayed mixed field reactivity in the anti-a microtube. The o neg blood transfused to the pt may have diminished the population of red cells, positive for the a antigen, in the post transfusion samples. Product labelling indicates that diminished samples may lead to false negative test results.